Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a red mark from digging into their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s home health aid applied lotion to the area for the skin irritation. Follow up indicated that the skin irritation improved.